Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure, while using a tamp to drive the implant into position, a cage broke on the anterior aspect and separated from the inserter. The surgeon removed the cage and replaced it with an alternate. Once the second cage was in final position, the inserter was removed. The surgeon noticed the second cage was broken and a fragment of the cage remained in the patient. There was a greater than 30 minute delay and the patient is reported to have retained a piece of the broken cage. This is report two of two for this event.